Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe a of the unicel dxc 880i synchron access clinical system was leaking when probe a was placed in the home position. Customer reported that the liquid was contained to the top of the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the wash collar vacuum valve. The fse also performed preventive maintenance.